Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection verified the reported condition "white screen". A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported "white screen" which was reproduced during power up. Evaluation observed the device to have a white screen condition at power up due to a failed processor printed circuit board (pcb). The processor pcb was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a symptom of white screen. There was no patient involvement. No additional information is available.